Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump will not power on before and after a battery change. Customer's blood glucose was 246 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump powered up properly when battery cap is properly in place. No blank display noted during testing. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.